Event description:
It is reported that approximately 30.5 months post index procedure the patient suffered a stroke. The investigator indicated that the event was not related to the device. No further complications were reported. It is reported that approximately 43 months post index procedure the patient suffered a stroke. The investigator indicated that the event was not related to the device. No further complications were reported.

Event description:
Approximately 18 months post index procedure, the patient suffered a stroke. Investigator has assessed that the event was not related to the device. Approximately 43 months post index procedure, the patient suffered two strokes and not one as previously reported. The investigator indicated that the events were not related to the device.

Event description:
Patient had one endeavor drug-eluting stent implanted in the lcx during a staged procedure. A dissection is reported to have occurred during the procedure and an additional endeavor drug-eluting stent was implanted in the lcx to treat the complication. Approximately 47 months post index procedure, the patient died. The death was assessed as a non-cardiac death (depression and anorexia). The investigator assessed that the event was not related to the study stent.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stroke).

Manufacturer narrative:
Results: inherent risk of procedure (dissection). Conclusions: inherent risk of procedure - (dissection). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (cva/stroke). Evaluation conclusions: inherent risk of procedure - (cva/stroke). (B)(4).